Manufacturer narrative:
Cev607 was evaluated and indicated that the blades were blunt and showed signs of impact. The plastic skirting was broken. The blades were blunt following use of the instrument. Re-sharpening was required. The blade plastic skirting was damaged, likely following a shock. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(6). (B)(4).

Event description:
The device (part #cev607) was returned to mxi service and repair.